Manufacturer narrative:
The reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. Device labeling addresses the reported event as follows: warnings and precautions: deflated devices should be removed promptly. The physiological response of the patient to the presence of the orbera® system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. If it is necessary to replace a balloon which has spontaneously deflated, the recommended initial fill volume of the replacement balloon is the same as for the first balloon or the most recent volume of the removed balloon. A greater initial fill volume in the replacement balloon may result in severe nausea, vomiting or ulcer formation. Complications: possible complications of the use of the orbera® system include: gastric discomfort, feelings of nausea and vomiting following balloon placement as the digestive system adjusts to the presence of the balloon. Continuing nausea and vomiting. This could result from direct irritation of the lining of the stomach or as a result of the balloon blocking the outlet of the stomach. It is even theoretically possible that the balloon could prevent vomiting (not nausea or retching) by blocking the inlet to the stomach from the esophagus. Balloon deflation and subsequent replacement.

Event description:
Reported as: a patient with the orbera intragastric balloon had "suddenly regurgitated blue liquid as well as urine turned blue. Endoscopy showed balloon completely "shabby" and emptied." It was removed and replaced a new balloon.

Manufacturer narrative:
Supplement #1: medwatch sent to FDA on 05/21/2018. Device summary evaluation: a visual examination was performed on the returned deployed balloon only. Balloon was noted to be discolored, as it was green in appearance. Blue particles were noted on the inner surface of the balloon shell. Five separate openings were noted on the radius of the balloon shell. As the device was not received with the fill tube, a sample fill tube was used for device testing. A valve test was performed and the flow of di water was continuous and unobstructed. An air leak test was performed, and the balloon was noted to be leaking from six separate openings on the radius of the shell. Under microscopic analysis, the first opening on the radius of the shell, located approximately 2.1 inches from the center patch and approximately 0.25 inches in length, was noted to have striated edges, consistent with damage from a surgical tool. The second opening on the radius of the shell, located approximately 1.6 inches from the center patch and approximately 0.3 inches in length, was noted to have striated edges, consistent with surgical damage from device removal activities. The third opening on the radius of the shell, located approximately 1.7 inches from the center patch and approximately 0.28 inches in length, was noted to have striated edges, consistent with surgical damage from device removal activities. The fourth opening on the radius of the shell, located approximately 2.2 inches from the center patch and approximately 0.2 inches in length, was noted to have striated edges, consistent with damage from a surgical tool. The fifth opening on the radius of the shell, located approximately 1.95 inches from the center patch and approximately 0.19 inches in length, was noted to have striated edges, consistent with surgical damage from device removal activities. The sixth opening on the radius of the shell, located approximately 1.9 inches from the center patch and approximately 0.21 inches in length, was noted to have striated edges, consistent with surgical damage from device removal activities. Blue and black particles were noted on the inner surface of the valve channel.